Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, site contacted intuitive technical support engineer (tse) to report a repeated error c-34 on erbe generator. Prior to call technical support site restarted the generator several times, replaced monopolar cable without improvement. Tse reviewed the logs and confirmed several error c-34. Tse asked caller if there was a source of magnetic interference close by. This could be caused by other esus. Site confirmed no source of such kind. Tse guided nurse to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but issue kept coming back. According to the nurse, the erbe was connected to a dedicated power socket. Tse asked caller if they have a spare vio generator or force triad and she said no. Nurse explained that the surgeon will use the e-100 to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during cautery activation, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, the unit was returned to OEM for additional failure analysis and for potential repair. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.